Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, implanted on an unknown date in 2011, manufacture date ¿ ni.

Event description:
Patient underwent a right knee revision procedure approximately five years post implantation due to tibial loosening and pain. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. The operation photo and returned product show the cement did not attach to the implant, thus confirming the complaint. Visual inspection did not identify any anomalies. As per dimensional analysis and roughness test of the tibial tray, the part was found within specifications. Products left conforming to print as there was no evidence that states otherwise. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.